Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:02. Baxter's review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation. This condition was caused by a defective pump head module. The pump head module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).